Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 27th april 2011 and performed to specification, alongside random manual power ups, up to the 21st april 2013. The pad-pak was removed and reinstalled on five occasions during this time. The device records manual power ups of 10 minutes duration between the 25th april 2013 and the 11th may 2014. The pad-pak became depleted and a further pad-pak was installed. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
(B)(4). Not yet returned to manufacturer.

Event description:
There was no patient involved in this event. Device switching on automatically.